Event description:
The customer reported via phone call that she had sensor issues. Customer stated that yesterday she ended up passing out due to low blood glucose. Customer stated that the threshold suspend is set to 60 mg/dl. Customer stated that she has an alert dog and that she is brittle. Customer also had a calibration error alert. Customer stated that she is not stable and did not want to troubleshoot for the change sensor alert or the sensor glucose and blood glucose issues at the time of the call. Customer had low blood glucose yesterday and had to have her husband come home. Customer stated that her blood glucose may have been 46 mg/dl. Customer stated that she drank juice and did not seek medical attention. Customer stated that she was out but did not go to the hospital. Customer stated that her dog alerted her. Customer's husband tried to call her and could not get a hold of her, so he came home and found her. Customer did not want to troubleshoot for the low blood glucose.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.